Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow control valve was replaced, and the unit was returned to service. Date of device manufacture year is 2007.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate. There was no report of patient injury.